Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the cudtomer: "we have a repeated issue with our infusomats and would like you to please look into this. It was reported to me that on st. Clares ward, when completing a blood transfusion with the related settings and line, they had set the rate so that the entire volume would be infused by 4 hours. However, it was slower than what was pre-set so they had to dispose of the remaining blood as it had been out too long. They put it through as normal fluid after and it went in as determined by the pre-set rate." No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Additional information: d4: primary unique device identifier (UDI) number. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.